Event description:
On (B)(6) 2013 (B)(6) reported that the (vavd) serial number (sn): (B)(4) alarmed with a high volume beep when connected to vacuum and the suction did not work. This occurred during patient treatment. (B)(4).

Manufacturer narrative:
Maquet medical system, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). Service report (B)(4) was generated for this event. The alarm beep was barely audible when the device was tested. The backplate cylinder was replaced and function control was performed. The device was tested per the service protocol. (B)(4).